Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report on blue hook separation from the loading catheter. The device return included the loading catheter with both blue hooks detached; one blue hook was included in the return whereas one was missing. The two-way handle, irrigation adapter and trigger cord attached to the barrel with six bands were also included in the return. A dimensional inspection was performed on the catheter. The outer diameter was in specification. The inner diameter was measured in specification. A visual and dimensional inspection of the returned blue hook was performed. The hook appeared to be slightly deformed possibly due to the application of pressure. The outer diameter of the end of the blue hook was measured within the specification. All other portions of the blue hook were measured and determined to be within specification. He length of the trigger cord was measured between tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the loading catheter was reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to esophageal variceal ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. When they opened the package, they found the guide catheter tip [blue hook] was broken. They used another new device. Additional information was received on 26 sep 2019 that indicates the blue hook separated from the catheter. This occurred prior to patient contact; there was no impact to the patient.